Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of no image was shown (black screen) was confirmed due to water invasion into the connector causing electrical continuity error. The device evaluation found the fluid invasion inside scope connector and electrical connector. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the fluid invasion inside the scope connector and electrical connector. While the user was handling the device, water invaded electrical connector, which led to abnormality of electronic parts. As a result, the suggested event occurred. The following is included in the instructions for use which may prevent the event: "important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system: inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor the field performance of this device.

Event description:
The olympus field service engineer reported, during on site troubleshooting, generation of noise was seen on monitor when bronchovideoscope was connected to 190 system. Fluid invasion was found at electrical connectors and water-resistance cap. Electrical connector was cleaned and dried, then reconnected to 190 system, no image was shown (black screen). There were no reports of patient harm.